Event description:
After the revision procedure to restore therapy was completed, the patient developed a hematoma at the ipg site. Physician brought the patient back into the operating room, and upon surgical examination of the ipg pocket, a bleeding vessel was identified at the tunneling site. Surgeon confirmed a medtronic tunneling tool was used for tunneling. The surgeon evacuated the hematoma and achieved hemostasis using cautery and a hemostatic agent. This resolved the issue.